Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: investigation revealed a dim, faded and reddish display screen. Unrelated to the complaint, the keypad cover was torn above the up button; however, all keypad buttons were responsive. The keypad cover was removed and no contamination was found under the button key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, faded and reddish display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) /2015.